Event description:
A bright tip fiber was used in a clinical vari-lase procedure. Upon completion of treatment, it was observed that the sheath was missing approx 10cm of the tip. The laser fiber remained intact with no visual damage. Scans confirmed that the sheath remained in the pt. The pt was released without device retrieval and the doctor will re-evaluate the pt again in 7 to 10 days. Upon re-eval, the doctor found the sheath tip had migrated to the pt's atrium, requiring surgical intervention to be removed.

Event description:
Summary of event: approximately 10cm of the tip of a bright tip fiber sheath was left in a patient's leg following a vari-lase procedure. A follow-up evaluation found the sheath tip had migrated to the patient's atrium, requiring surgical intervention to be removed. Additional information: patient reported to be doing well after retrieval and upon discharge.